Manufacturer narrative:
The reported magnum 2 knotless implant device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during procedure, after anchor was deployed and sutures were getting wound into the anchor, one suture was getting tight while the other was getting loose. An additional bone hole was required.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) improper suture loading, (2) excessive tensioning.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during procedure, after anchor was deployed and sutures were getting wound into the anchor, one suture was getting tight while the other was getting loose. An additional bone hole was required. The issue was solved with a back up device. Unknown if there was delay in the case. No patient injury or other complications were reported.